Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14b051 was manufactured february 19, 2014 ¿ february 21, 2014. Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection identified fluid inside the package that contained the sample. It was noted that the blue winged luer cap was not tightened. A functional leak test was subsequently performed by filling the unit with green color water. After fill, the blue winged luer cap was tightened, and the unit was monitored until the next day. Leak was not observed the next day. The cause of the leak was the untightened blue winged luer cap. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was occurred after the device was filled with 3200 mg/ 230 ml fluorouracil (compounded solution) and before patient connection. The issue was noticed upon unpacking the device. No issues were noted with the packaging. There was no patient involvement. No additional information is available.